Event description:
The pt was revise due to wear of the liner and corrosion was noted on the ball/trunion of the stem interface. The apex hole eliminator also migrated out of the cup and above hemishpere of acetabulum.